Event description:
A malfunction was reported on a customer's pump, and a malfunction code "malf 3" was displayed. There was no adverse impact on the customer's blood glucose level. Corrective actions included technical support arranging to replace the pump. The customer was advised to use an alternate form of insulin therapy and received a pump with updated software. Guidance was provided on using the new pump and returning the faulty one.